Manufacturer narrative:
An event regarding altr/abnormal ion level and corrosion/metallosis involving an unknown metal head was reported. The event was confirmed via clinician review of the provided medical records. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical information by a clinical consultant indicated: "this patient underwent a primary total hip arthroplasty using cementless components in (B)(6) 2008. Approximately 11 1/2 years later this patient required revision for what is described as corrosion at the head neck junction. A revision was carried out and unfortunately the patient sustained a fracture of the greater trochanter, and a complete sciatic nerve palsy and a dvt. I can confirm that the patient had both the primary procedure and the revision procedure since I was able to see x-rays with the implants in place. [...] I cannot confirm the root cause of this event with certainty. Causes of head neck corrosion are multifactorial including surgical technique factors, patient activity level and bmi, and implant factors. Causes of complete sciatic nerve palsy are also multifactorial but most likely involve surgical technique factors in either stretching or twisting of the nerve, direct compression of the nerve or in rare cases transection of the nerve which did not occur in this case. The causes of dvt are also multifactorial depending on the patient's activity level and medical condition as well as hematological and metabolic factors. [...] Based upon my review of the three operation reports, my conclusion of assessment is unchanged. I can add that the revision procedure was performed through an anterior approach, which historically does result in more complications, including fractures, and nerve dysfunction." Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to altr, elevated metal ions, and corrosion at the head-neck junction with significant damage to femoral component. The event was confirmed via clinician review of the provided medical records, but the root cause could not be determined from the information provided: "causes of head neck corrosion are multifactorial including surgical technique factors, patient activity level and bmi, and implant factors." Further information such as device-identifying catalog numbers and lot codes as well as return of the devices are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
This pi is for the right hip revision surgery on (B)(6) 2019. As reported in medwatch mw5092796: doctor replaced ball and socket components, originally placed in 2008. Right hip. Doctor stated that the sciatic nerve had been traumatized during the extended procedure to clear the damaged tissue and took over two hours longer. The right foot did not respond to physical therapy in the hospital, so I was released with an afp brace. Further, testimony and continued disability caused the doctor to "reattack" the damaged right hip from the rear on (B)(6) 2019. During this procedure scar tissue was removed from the sheath on the nerve manually through the 8 inch incision. Electric stimulator of the nerve caused toes to move. Still treatment for lower extremity blood clots and foot swelling continue into the sixth month, with minor improvement. Update: "additional info received [by FDA] on 03/23/2020 from reporter for report mw5093848. Gentlemen: the items are my wife's request for a class 1 recall of stryker metal-on-metal hip head ball components. Included are her personal notes, dr. [...] Surgical reports (3), dr. [...] Pres-surgical comment, lab reports from [...] 2019 - [..] 2019, and her FDA form 3500 submission. The FDA was being asked to start the recall class 1, for the sake of other patients who might have the same corrosion caused metallosis. A report on webmd/v and a market publication of november 2014 show that over a billion dollars in federal court [...] Have been paid by stryker for similar hip components, yet our doctor has not been notified of the recall. To date, [...], has been unable to use her right foot. After the [...] Surgeries, with charges submitted to [...] And [...] - for life, the government asked the cause. We responded that it was metal corrosion from a stryker hip replacement of [...] 2008. We were instructed to wait upon the u.s treasury being made whole, before submitting our claim. Now, approaching nine months, requiring 24/7 care, we have asked the FDA for the recall. Expecting that stryker would respond quickly to the government, we borrowed against our personal retirement accounts, for a used vehicle, and other disability support items. Fast forward into 2020, no response from our [...] Attorney cause us to make the following: declare the class 1 recall; settle the current u.s government claims, and future claims related to it; considering how stryker corporation might replace our common stock losses from our retirement accounts. (This is not a litigation, because we are directed to await the government). (Coronavirus market effects all of us with our holdings). Update from med review: this patient underwent a primary total hip arthroplasty using cementless components in january 2008. (It was also noted that on the right, there appears to be an accolade stem) approximately 11 1/2 years later this patient required revision for what is described as corrosion at the head neck junction. Elevated serum metal ions, altr and gross femoral component trunnion damage were also reported. The stem, head, and liner were explanted and a stryker mdm metal liner and adm poly liner were implanted along with a competitor head and competitor stem. A "nondisplaced iatrogenic fracture of the base of the greater trochanter" occurred during implantation of the competitor revision femoral component and this was addressed intraoperatively with two competitor cable devices. The op report confirms that the fracture did not occur during removal of the stryker stem but instead during implantation of the competitor stem.